Event description:
Bacteremia [bacteraemia]. Oral mucositis [stomatitis]. Febrile episodes [pyrexia]. Case narrative: this literature adverse event report was retrieved by eusa pharma on 04-aug-2020 during global literature review and originates from a conference abstract via physician from tunisia: belloumi d, et al. Cryotherapy vs supersaturated calcium phosphate rinses in multiple myeloma patients treated with high-dose melphalan and autologous stem cell transplant: a prospective, randomized clinical trial. Hemasphere 2020 4 supplement 1 (665). Additional information was received on 31-aug-2020. This reports concerns regarding multiple subjects with an median age 55 years (31-66) with sex ration 1:6 (ethnic origin: not reported). The subject's weight and height was not reported. The subjects underwent autologous stem cell transplant (auto-sct) between feb-2017 and dec-2018. The subject's current condition included multiple myeloma. The subject's received treatment with caphosol and cryotherapy according to the randomized clinical trial for prophylaxis of oral mucositis. No concomitant medications were reported. On an unknown date, after receiving treatment with caphosol and cryotherapy, the subject's in the 2 groups experienced severe oral mucositis (grade 3 and grade 4) with no significant difference in CT group (38%) and in caphosol group (55%). The subject's experienced febrile episodes (p=0.17), bacteremia (p=0.1). The subject's needed of IV antibiotics administration (p=0.15) and has severe denutritution (p=0.15) and need of analgesics (p=0.24) and parenteral nutrition (0.16). The study showed no significant difference between caphosol and cryotherapy groups in preventing severe oral mucositis. The outcome of the events bacteremia, oral mucositis and febrile episodes was unknown. The reporter assessed the causal relationship between caphosol and cryotherapy with the events bacteremia, oral mucositis and febrile episodes as possibly related. This was initial serious (medically significant) report. The device type was saliva, artificial and the market authorization holder name was eusa pharma (UK) limited, authorization type and authorization number was not reported. The adverse incident reported was bacteremia, oral mucositis and febrile episodes. No further information was provided. Qa confirmed that eusa will not perform any investigation on this literature case. Company comment: medical device report was assessed as serious (medically significant). The events bacteremia and stomatitis were assessed as serious (medically significant) and pyrexia was assessed as non-serious. The events bacteremia, stomatitis and pyrexia were unlisted, as per the caphosol (calcium phosphate) instruction for use (argus is not taking). Considering the temporal sequence and known safety profile of caphosol, the causal relationship between the caphosol device and the event oral mucositis was assessed as unlikely related but more likely due to the underlying high-dose melphalan, the causal relationship between the device caphosol and the events bacteremia, and febrile episodes was also assessed as unlikely related but more likely due to the underlying the high-dose melphalan and the underlying current condition of multiple myeloma as there is a multifactorial immune deficiency caused by the disease itself. This single case report does not modify the benefit/risk balance of this device. Therefore, no change in the label or other measures was recommended at this time. However, the company will continue to monitor all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. Case comments: medical device report was assessed as serious (medically significant). The events bacteremia and stomatitis were assessed as serious (medically significant) and pyrexia was assessed as non-serious. The events bacteremia, stomatitis and pyrexia were unlisted, as per the caphosol (calcium phosphate) instruction for use (argus is not taking). Considering the temporal sequence and known safety profile of caphosol, the causal relationship between the caphosol device and the event oral mucositis was assessed as unlikely related but more likely due to the underlying high-dose melphalan, the causal relationship between the device caphosol and the events bacteremia, and febrile episodes was also assessed as unlikely related but more likely due to the underlying the high-dose melphalan and the underlying current condition of multiple myeloma as there is a multifactorial immune deficiency caused by the disease itself. This single case report does not modify the benefit/risk balance of this device. Therefore, no change in the label or other measures was recommended at this time. However, the company will continue to monitor all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.